Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn date device returned to manufacturer added. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip is worn and partially broken off the stardrive shaft, the rod bender has an issue with the spring portion becoming loose, the matrix simple persuader is sticky and difficult to release, the locking holding sleeve's tip is deformed where the device threads into the screw and the ratchet handle does not grip easily. The events are not part of any specific case and there is no patient involvement. This is 4 of 4 for report (B)(4). This report is for part # 03.616.042 (locking holding sleeve).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product development evaluation reported the locking holding sleeve for the matrix pedicle screw system has minor deformation to the external thread of the major diameter m6.5x0.75. Except for this flaw, the instrument is in excellent condition. This holding sleeve is the same design as a longer locking holding sleeve 3.616.043. The usage steps for these two locking holding sleeves significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The external m6.5x0.75 thread shows deformation to the major diameter. The complaint handling unit (chu) engineer successfully screwed on a matrix screw (not a part associated with this complaint) to the holding sleeve. This threaded connection was not smooth. The matrix screw included in this complaint has failed proximal threads in the head of the screw. The chu engineer reviewed the associated drawings (03_616_042 rev d and 03_616_042_11 rev a). These drawings call out the appropriated dimensions, material (17-4 stainless steel, heat treated), and finishing processes for a successful inner shaft. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of this instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.